Manufacturer narrative:
A complaint was received by philips regarding the heartstart xl+ spare part, which was reported by the philips authorized service personnel (asp) that the pca processor was defective. There was reportedly no patient involvement. Onsite repair of a customer's device was delayed when the asp confirmed that the replacement pca processor was defoa (defective on arrival). A second replacement pca processor was then provided so the repair could be completed. Based on the available information and testing conducted, the asp confirmed a malfunction of the pca processor; the control of the video signal was defective. To resolve the issue, philips provided a second pca processor. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the spare part ordered is defective. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.